Event description:
It was reported that the system booted up but could not perform fluoroscopic imaging. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.